Event description:
We used tornier phantom fiber in a number of our total knee replacement patients and noticed that the suture did not absorb after the 1 year that we were told, and they caused swelling and irritation of the knee. We have had to go remove the suture with an open procedure on about a dozen patients. Used on multiple patients in 2015. Dates of use: (B)(6) 2015. Diagnosis or reason for use: suture the fascia layer closed after tka. Event abated after use stopped or dose reduced: no.